Manufacturer narrative:
(B) (4) surgical incision, enlargement of; sutures. Visual inspection of the returned product showed a haptic was torn off and bent and there was a clear surgical residue on the lens. Conclusion - an investigation of the root causes of lens tears, similar to that stated in this claim, were addressed in a CAPA opened in june 2005 (which was subsequently closed). The CAPA addressed manufacturing of the injectors and cartridges. Processes were reviewed and revised as opportunities for improvement were revealed. The CAPA also addressed handling errors. All injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. The damage to the lens, as observed and photographed upon the return of the lens to staar in this claim, cannot be definitively and exclusively correlated to a specific root cause. Based on the complaint history and the evaluation of the returned product, possible root causes for lens tears include both delivery system issues and handling errors by the customer. (B) (4).

Event description:
It was reported that the aq5010v three piece silicone lens was damaged during loading but it wasn't discovered until after the surgeon inserted it in the eye. The incision was enlarged to remove the lens but no sutures were required.